Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the surgeon nicked the bowel. A secondary general surgeon was called into the case and a clip was placed on unspecified anatomy. The patient was reportedly doing fine and the surgical team proceeded with the case. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.